Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete mesh. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection the mesher had a bent comb. There was no patient involvement. During device evaluation, it was determined that the cutter failed the test cut. Diligence is complete.